Manufacturer narrative:
This report is report is being submitted to correct the following fields: device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming options. At a later date, x-ray imaging was performed and this s-ICD system was explanted due to a suspected electrode fracture as the root cause for the observed issues. A new s-ICD system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as programming options. At a later date, x-ray imaging was performed and this s-ICD system was explanted due to a suspected electrode fracture as the root cause for the observed issues. A new s-ICD system was implanted. No additional adverse patient effects were reported.